Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an 8.0 x 80 mm absolute pro vascular self-expanding stent system was flushed during preparation and when attempting to remove the syringe it could not be removed. Force was applied to remove it when the proximal end of the handle came apart. The distal end remained intact. The device was not used. Another absolute pro vascular (sess) was successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the opened handle halves were confirmed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported difficulties appear to be due to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).